Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5172938.

Event description:
A voluntary MDR/medwatch report was received on 07/31/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, on (B)(6) 2025, the patient experienced a hypoglycemic event after their tandem t:slim insulin pump administered insulin based on a dexcom g7 cgm reading. Emergency medical services (ems) were called and provided assistance to the patient at their home. Attempts to contact the reporter for additional information were made but were unsuccessful. No further clinical details or outcomes were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional event or patient information is available.